Event description:
Per report, the patient was prepped and draped in the usual sterile manner. The right groin was used for venous and arterial access. A left infra-inguinal groin incision was made to expose the left common femoral artery. Vessel loops were placed above and below the planned puncture site and an 18g seldinger needle was used to gain access. An 8fr sheath was introduced into the left common femoral artery. A 2mm spectranetics laser catheter was inserted into the vessel to debulk the calcium. After the laser catheter a 10mm x 40mm foxcross was inserted through the sheath to the left common iliac and taking to 8atm. A post inflation angiogram of the distal aorta was performed showing good opacification of both common iliacs. Serial dilatation was performed next starting with the 16fr dilator followed by 18fr, 20fr, 22fr, 23fr, and 25fr dilator which was left to dwell for about a minute before the 22fr sheath was introduced. The 25fr dilator was removed and the 22fr sheath was placed with some difficulty and advanced into the abdominal aorta. The valve was deployed without any difficulty. Upon removal of the 22fr sheath it was inspected and found to have a small piece of the distal tip missing. The body was scanned for any fragments of the distal sheath and it was not found radiographically. The groin was then closed by the cardiothoracic surgeon. The patient was then placed on a stretcher and transferred to the intensive care unit (ICU) in stable condition.

Manufacturer narrative:
Investigation of this event is ongoing. Note: a copy of the 3500 voluntary adverse event report form submitted by the facility was submitted to edwards lifesciences.

Manufacturer narrative:
The instructions for use (IFU) for the retroflex3 introducer sheath contraindicate the use of the device in patients with ilio-femoral vessel characteristics that would preclude safe placement of sheaths, such as severe obstructive calcification or severe tortuosity. Pre-procedure screening and assessment of the femoral and iliac artery internal diameters will enable the clinician to determine if the thv valve can be delivered transfemorally. The training manuals instruct the operator on proper sheath insertion and withdrawal techniques, including pre-dilating the vessel with the edwards dilators. The manuals also note that calcification may reduce lumen diameter and limit or prevent transfemoral passage of the devices. Assessment of location and amount of circumferential calcium will aid in determining areas of reduced vessel diameters. The operators are trained to measure minimum vessel diameter taking calcium into account. The minimum required vessel diameter for a 22fr sheath is 7 mm. The patient minimum lumen diameter (mld) of the access vessel measured 7.3 mm and had severe and bulky vessel calcification. Prior inserting the dilators and sheath, a laser catheter was used as an attempt to debulk the calcium and then the vessel was ballooned. In addition, per report, the physician experienced difficulties while introducing the 22fr sheath. Upon the visual inspection of the returned sheath, the reported complaint of a small piece of the distal tip missing was confirmed; however, given the condition of the device, functional analysis was not possible. A significant number of scratches were noted along the length of the shaft. This suggests that the sheath was pulled back and forth in the presence of vessel calcification. Review of the affected work orders did not reveal a manufacturing non-conformance that could have contributed to the reported event. There are multiple inspection steps in the manufacturing process prior to packaging. In addition, the IFU instructs not to use the device if it's found to be damaged before use. These manufacturing inspections and the IFU contraindications against using the device on severely calcified vessels make it highly unlikely that a manufacturing non-conformance or IFU deficiency led to the reported event. In this particular case the root cause of the reported radiopaque marker sheath tip fracture could not be confirmed from the evaluation of the returned device, however, no manufacturing non-conformities were found in the returned sample. Available information suggests that patient factors (i.e. Access vessel with a borderline size mld for the 22fr sheath in the presence of severe bulky calcification) may have caused or contributed to the reported difficulties advancing the sheath, and the subsequent tip damage. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. A complaint history for this type of event is reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.

Manufacturer narrative:
Preliminary evaluation results: the device was returned to edwards in used condition. Visual inspection of the returned device confirmed a significant piece (approximately 2.5 mm square) was ripped from the tip. Per report, the physician noted that the body was scanned and the radiopaque piece from the tip was not found. There was significant calcification present in the patient. Scratches along the sheath are present. An x-ray was taken to determine if the piece of the radiopaque tip was captured inside the sheath or the inside the valves. It could not be found. The investigation is ongoing, additional testing will be performed.